Event description:
Related manufacturer reference number: 2017865-2021-28758. It was reported that the patient presented in clinic for generator exchange procedure on (B)(6) 2021. It was noted during the procedure that the right atrial (ra) lead could not be implanted due to poor packaging. The ra lead was not used and the original ra lead was kept. The patient was stable throughout the procedure.